Event description:
On (B)(6) 2011, a vns treating physician reported that the patient has chronic hoarseness ever since the vns was implanted. The physician stated that it was probably due to recurrent laryngeal nerve damage. The patient's programming history was reviewed and a battery life calculation was performed which revealed 2.58 years until eri = yes. The patient was last programmed to output=1.75ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2010. Additional information was requested from the patient's physician but no further information was received to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(4) 2012 when the physician reported that the hoarseness was possibly first observed after vns implant surgery in 2003. The physician stated that the surgery was done at an outside hospital by an ent surgeon and the physician. It was unknown if the nerve damage occurred during or after an MRI according to the physician. It was unknown if any causal or contributory programming or medication changes preceded the onset of the hoarseness. The hoarseness is constant and does not occur with stimulation.